Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead dislodged and perforated the heart causing effusion. The lead was repositioned without any complications. No further patient complications have been reported as a result of this event.